Event description:
Case description: investigational results: name: novopen - batch unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with following: investigation result updated as "no investigation was possible, because neither sample nor batch number was available". Company/manufacturer comment added. Narrative updated accordingly. Company/manufacturer comment: on (B)(6) 2017: as the device novopen (insulin delivery device) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Name: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). It made her really poorly [feeling abnormal]. It has now snapped and was not dispensing the insulin [device failure]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "it made her really poorly" with an unspecified onset date, "it has now snapped and was not dispensing the insulin" with an unspecified onset date, and concerned a female patient (age: not reported) who was treated with novopen (insulin delivery device) from unknown start date due to "device therapy". The patient's height, weight and body mass index (bmi): not reported. Medical history was not provided. Patient reported that they got a new cartridge holder, which had arrive last week. It had now snapped. Patient also reported that it made her really poorly as it was not dispensing the insulin, and she ended up in hospital. Patient did not need a replacement pen, and asked for another cartridge holder to be sent. Action taken to novopen was not reported. The outcome for the event "it made her really poorly" was not reported. The outcome for the event "it has now snapped and was not dispensing the insulin" was not reported.